Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had separated at the lemo connector of the returned cable exposing the shield wire, but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem power/comm cable was fraying at the green area of the cable. The axiem was still working as intended and there were exposed wired from the cable. No patient was present at the time of the event.